Manufacturer narrative:
The customer reported that a patient was automatically discharged with no user involved in the process. They stated that when a physician went to look at patient waveforms, the patient was not being monitored in the central nurse's station (cns) sector and that their nursing staff had to readmit the patient again. No harm or injury was reported. Additional device information: concomitant medical products: the following device was used in conjunction with the model #: zm-930pa, serial #: (B)(4) , device manufacturer data: 12/17/2007, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that a patient was automatically discharged with no user involved in the process. They stated that when a physician went to look at patient waveforms, the patient was not being monitored in the central nurse's station (cns) sector and that their nursing staff had to readmit the patient again. No harm or injury was reported.